Event description:
Additional information received that the cause of the pipeline failure was not determined. The pipeline had not been placed in a vessel bend when it failed to open. There were additional steps or other devices attempted to open the pipeline such as retrieving and then deploying still could not be opened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured vertebral artery aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 6 mm and neck diameter 3 mm. Landing zone (artery size): distal 2.8 mm and proximal 3.0 mm. The patient¿s vessel tortuosity was moderate. The lesion was a vertebral artery aneurysm. After the stent catheter was in place, ped-275-16 was selected for implantation. After sufficient hydration, ped-275-16 was delivered to the stent catheter and deployed the stent. The tip end could not be opened normally, and the tip end was shaped like an eagle's beak. The stent morphology was not normal. Angiography was performed from multiple angles. The surgeon did not dare to take the risk and continued the operation. Then the dense mesh stent was retrieved and withdrawn as a whole. In order to ensure the safety of the patient and the smooth progress of the operation, another ped-350-18 was replaced for the operation, and the operation ended successfully. Dapt (dual antiplatelet treatment) was administered (pru level 170). The angiographic result post procedure was normal. There were no patient symptoms or complications associated with this event.